Event description:
The patient had two leads with the same lot number used during the trial. It was reported, during a trial procedure the physician was unable to place the trial leads. The patient had a lot of scar tissue. No trial leads were placed. Surgical intervention is pending for another trial.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.